Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to high pacing thresholds. Physician then, decided to repositioned the lead. After repositioning, removal issue with the stylet, noise, loss of capture (loc) and difficult to position were encountered. Physician decided to change the lead and helix retraction issues were also encountered. A fracture was suspected. This lead was then successfully replaced.. No adverse patient effects were reported.